Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that reverse cutting needle is blunt, even specialists tested also blunt, patient complaint painful. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of the same reference-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 13 closed samples and 1 open sample to analyze this case. The needles of the closed samples received have been checked (tips, edges and geometry) and are conform to the specification. However, the needles have been tested for penetration performance and the average result is: 0.729 n. This result is slightly higher than the penetration strength specification value (< 0.610 n). The needle manufacturer has not been able to identify a root-cause. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the closed samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.